Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a loud motor. No patient injury was reported.

Manufacturer narrative:
H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that non-original equipment manufacturer labels were present upon receipt, both front corners of the top case were chipped, and the battery was missing. No error codes were found in the ehl (event history log). The customer reported issue was confirmed during the investigation as the pump motor was loud and emitted a grinding sound. Root cause of the reported issue is due to normal wear, the pump is over 11 years old. Replaced the worm coupling, worm gear, lead screw and both clutch halves, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: d4: correction: model number: 4000.